Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: n030005. 2.5 hours of operation: 85206. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The infusion of 2023-08-08 was investigated. The infusion was started with a rate of 110ml/h. No abnormalities were found during this infusion. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technician seal (49-02-766) on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. During the functional test, a bolus was given without abnormalities. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The mechanical pressure was slightly out of tolerance, but it has no effect on the flow accuracy. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,51%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: the device was disassembled, and the inside was investigated. Inside the device liquid residues on the lower housing, the bottom inner frame and the emc protection shield could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Additional information: the mechanical pressure was slightly out of tolerance, but it has no effect on the flow accuracy. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in germany: "underinfusion" according to the customer: "infusomat space s/n: (B)(6), for the second time the desired rate is not desired rate. The error could be simulated with the system could be simulated. With a bolus of 20ml, approx. 4ml came out. Info about the system, ref no. 8701149sp. System is used for a maximum of 96h. After the system was removed from the pump and reinserted, the error could no longer be provoked. The diaphragm was lying around "loose" when the control unit was opened (not in the slide guide). The line was not twisted".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.